Event description:
It was reported that the sthc1 received a green cable error code (l3-017). The unit was turned off and on to adjust the green cable. The customer was able to remove the st holster and finish the biopsy using the same probe on the loaner st holster. There were no pt consequences reported.

Manufacturer narrative:
Date sent: 9/18/2007. The unit was returned to the analysis site due to the customer has reported that they received the sthc1 to use on the breast biopsy and the green cable error code l3-017 was displayed. The unit was turned off and on to adjust the green cable. The customer was able to remove the st holster and finish the biopsy using the same probe on the loaner st holster. The analysis site confirmed the customer's complaint and found the green cable lemo connector tabs were sticking, causing the l3-017 error code. To correct the customer's complaint the analysis site replaced the green cable lemo connector and the e-clip. Per mammotome service manual performed service test, with no functional faults found. There were no upgrades performed on the unit. The device history record has been reviewed and has passed qa inspection.